Event description:
Pacemaker implant performed on 2/3/1998. One lead and generator were placed without difficulty. Four hours later, pt's pacemaker noted to be malfunctioning. On 2/4/1998 pt returned to lab for revision. Ventricular lead noted to have insulation break. Pt converted rhythm from atrial fib on 2/3 to sinus on 2/4. Generator changed and atrial lead inserted to accomodate the pt change in condition.